Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, three devices had difficulty in toggling/unloading. The first one dropped the needle and the tech was unable to load another suture and had to open another device. The second device bent the needle and had to be replaced. The third device being used suffered a broken needle that fell into the patient. An x-ray was used to locate the disengaged needle but the broken needle was buried in the tissue and could not be recovered. The surgeon had to finish closing the vaginal cuff with another type of suture. The patient had to stay overnight for observation. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) performed an evaluation photograph of the device. Broken needle was observed to be broken at suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.